Event description:
Approx 1 yr after the initial implantation surgery, it was noticed that one of the two screws broke in situ. In 2007, the dr brought the pt back into the or where the plate and screws were removed and replaced with another eight plate system. A piece of the broken screw was left in situ. The pt will continue treatment with the new eight plate.